Manufacturer narrative:
Patient age was requested but not yet provided. The heartmate 3 instructions for use (IFU) section 5 surgical procedures states that components of the heartmate 3 left ventricular assist system that are supplied sterile are intended for single use only and should not be re-used or resterilized. In this case the customer reported that the system controller had been reused from another patient. The manufacturer will provide additional notification to the customer. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient returned their system controller for functional testing at the hospital. The system controller was kept by the hospital as a backup system controller.

Manufacturer narrative:
Section h6: investigation findings: 4248 - usage problem identified. Manufacturer's investigation conclusion: the reported event of a system controller being kept at a hospital to be reused as a backup controller was confirmed via provided information. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Per the provided information, the controller was returned to queen mary hospital for functional testing due to a safety issue. The controller was found to operate as intended and is being kept as a backup controller at the hospital. A root cause of the reuse of the controller was determined to be user error. The heartmate iii instructions for use cautions that the sterile components of the heartmate iii left ventricular assist system are intended for single use only and should not be re-used or re-sterilized. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate iii instructions for use (IFU) section 5 ¿surgical procedures¿ states that components of the heartmate iii left ventricular assist system that are supplied sterile are intended for single use only and should not be re-used or re-sterilized. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The functional test of the system controller was done due to safety issues because the power cable disconnect alarm was triggered. The alarm was contributed to the short circuited 14v patient cable. Related manufacturer reference number: 2916596-2023-02366 (patient cable).